Manufacturer narrative:
Internal complaint reference:(B)(4). Additional information: h11 h11: after further assessment of the information gathered by the manufacturer, it was identified that this event should be re-evaluated for MDR reporting. The initial information indicated that during a tha surgery, one (1) r3 mis x-bar broke. Upon review, it was concluded that the event does not meet the criteria for reportability and is therefore considered non-reportable. Although the device fractured during surgical use, it is utilized externally to the patient; as such, no reportable malfunction occurred. Furthermore, if a similar device malfunction were to recur, it would not be expected to cause or contribute to a death or serious injury. Should additional information become available that confirms the occurrence of a reportable event, our records will be updated accordingly, and a subsequent report will be submitted detailing the event and the corresponding investigation.

Manufacturer narrative:
H11: internal complaint reference: (B)(4). H3, h6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known risks with the device itself or with its use that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that during a tha surgery, one (1) r3 mis x-bar broke. The procedure was completed, after no delay, using the same device. No injury was reported as a consequence of this issue.